Event description:
Astodia transilluminator used for peripheral intravenous placement - nurse noted that red area was forming where the light touched infant's arm. Area was not open at that time but did eventually blister and require bacitracin.